Event description:
I had the essure device placed in late (B)(6) of 2013. Since then, I have had very heavy bleeding, including clots as big as my hand. The bleeding has only stopped for a week at a time. Once in (B)(6). I've been to the ER 3 times for severe abdominal pain. I've followed up with my doctor and am now taking painkillers and muscle relaxers and am supposed to start the pill and try to control the bleeding.